Manufacturer narrative:
Concomitant medical products: 6949-65 lead, implanted: (B)(6) 2007; dtba1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to oversensing with high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. The lead was found to have t-wave oversensing (twos). The lead was reprogrammed and remains in use. It was further reported that the right atrial (ra) lead has undersensing. The lead remains in use. No patient complications have been reported as a result of this event.